Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the part that is detectable to the xray machine is coming out of the sponges and so easily it could happen inside a person. This happened on the or sterile field. No additional information provided stated that in some of the gauze, the tail of the x-ray strip was sticking out a centimeter and the strip itself could easily be pulled out. The concern was quickly identified and those gauze were removed from the field. Only one of the 10 gauze actually made it to the patient, all counts were correct, and there was no reason to believe that they left anything behind; however, an x-ray was performed at the end of the case to confirm no retained foreign objects.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on july 17, 2019. One sample was received at the manufacturing site for the investigation. The sample was analyzed and the x-ray detectable strand (radiopaque element) on the top of the sponge was found loose and not embedded within the sponge. The reported issue was confirmed. A root cause analysis indicated that this issue occurred as a result of the manufacturing process; the set screws of the heat roller on the machine were loose, leading to the element not being heated to the required temperature to bond with the gauze. Manufacturing personal involved with the production process has been made aware of this issue and the samples were sent to them for review to heighten awareness. In addition, the set screws for the heat roller on the machine are being monitored for looseness. These actions are designs to prevent the reoccurrence of this issue. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Corrected&nbsp;health effect - impact code from 2199 to&nbsp;4639.